Event description:
A patient reported that their dentist said that their teeth have dental erosion, and the dentist will have to fix the issue. The patient is claiming this is a direct result from aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.